Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign country: (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. (B)(4).

Event description:
The angiosculpt device was used to treat the proximal cephalic vein. During the second inflation at 12 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.